Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable system signaled an alert to the remote patient monitoring system of a high right ventricular pacing impedance. The impedance started rising in (B)(6) 2010 and reached greater than 2000 ohms on (B)(6) 2010. The measurement has fluctuated since then. The right ventricular lead was implanted in 2005 and device was implanted in (B)(6) 2010. No noise was observed. The intention is to follow-up with this patient in the near future. Currently all products remain implanted and in service. No adverse patient effects reported.